Manufacturer narrative:
Tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a continuous elevated blood glucose (bg) of 547 mg/dl and small ketones; cause unknown. A manual injection was administered and an infusion set change was performed to address bg/ketones. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the cartridge was in use for 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to consult with healthcare provider regarding diabetes management.